Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding(menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included uterine bleeding, menometrorrhagia and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and back pain had resolved and the menorrhagia, menstrual disorder, depression, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs+mr received: new events: depression, dysmenorrhoea, vaginal haemorrhage, menorrhagia, back pain, device monitoring procedure not performed , reporter, patient demographic information, concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding(menorrhagia)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included uterine bleeding, menometrorrhagia and adenomyosis. Concomitant products included nsaids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("other injury (ies) or complication (s)- please describe : fibroids"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2009 ablation hydrotherm and underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and back pain had resolved and the menorrhagia, menstrual disorder, depression, dysmenorrhoea, vaginal haemorrhage, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2009 & (B)(6) 2009 most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received: new events psychological or psychiatric problems- condition: mental anguish, other injury (ies) or complication (s) - please describe fibroids were added. New concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding(menorrhagia)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included flank pain, shortness of breath and abdominal distension. Concurrent conditions included uterine bleeding, menometrorrhagia and adenomyosis. Concomitant products included medroxyprogesterone acetate (provera) from 8-oct-2009 to 29-jan-2011, nsaids and paracetamol (acetaminophen)15-dec-2009 to september 2011. On (B)(6) 2009, the patient had essure inserted. In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("other injury (ies) or complication (s)- please describe : fibroids"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2023 ablation hydrotherm and underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, back pain and vaginal haemorrhage had resolved and the menstrual disorder, depression, dysmenorrhoea, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: 01-jan-2009 & 08-may-2009 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding(menorrhagia)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included flank pain, shortness of breath and abdominal distension. Concurrent conditions included uterine bleeding, menometrorrhagia and adenomyosis. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2009 to (B)(6) 2011, nsaids and paracetamol (acetaminophen)(B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("other injury (ies) or complication (s)- please describe : fibroids"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2009 ablation hydrotherm and underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, back pain and vaginal haemorrhage had resolved and the menstrual disorder, depression, dysmenorrhoea, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2009 & (B)(6) 2009 most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of events menorrhagia, vaginal bleeding was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding(menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included flank pain, shortness of breath and abdominal distension. Concurrent conditions included uterine bleeding, menometrorrhagia and adenomyosis. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2009 to (B)(6) 2011, nsaids and paracetamol (acetaminophen)(B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("other injury (ies) or complication (s)- please describe : fibroids"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2009 ablation hydrotherm and underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, back pain and vaginal haemorrhage had resolved and the menstrual disorder, depression, dysmenorrhoea, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2009 & (B)(6) 2009 most recent follow-up information incorporated above includes: on (B)(6) 2020: outcome of events menorrhagia, vaginal bleeding was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.